Event description:
A customer reported visiting the emergency room with a blood glucose (bg) level of 501 mg/dl. The customer attempted to resolve the issue with multiple daily injections, additionally received intravenous fluids of saline and insulin treatment. The customer was released on the same day with no permanent damage. A pump system check confirmed that the pump functioned as intended, however it was identified the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.